Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete a boot up cycle when powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed there was no patient use associated with the reported event.